Event description:
Procedure type: hernia. According to the reporter: the doctor started to put endo stitches in the muscles, one of the needles dislodged from the hand piece and was left into the muscle. Dr says the endo stitch was not loaded properly. Doctor put other stitches around it, and the procedure was completed. After surgery, the pt was extubated, and transferred to pacu. It was determined at that time that the endo stitch needle was less than 13mm in length, and was unlikely to cause harm, and that it was embedded in tissue.

Manufacturer narrative:
Date of initial report sent: 09/10/2009.